Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to a unspecified touch contamination event. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, alternative markers such as abdominal pain, elevated cell count and/or cloudy effluent fluid must serve as indicators. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1197 u/l) was collected, and the patient was admitted and diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 2000 mg every 5 days for 6 weeks. The pdrn attributes causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to a fresenius product(s), drug(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2021 and is recovering from the events. The peritoneal effluent culture result was negative for growth on (B)(6) 2021, and the patient¿s antibiotics were continued. Per the pdrn, the patient resumed utilizing the same liberty select cycler as before the events. No follow-up cell count or peritoneal effluent fluid culture has been collected.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1197 u/l) was collected, and the patient was admitted and diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 2000 mg every 5 days for 6 weeks. The pdrn attributes causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to a fresenius product(s), drug(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2021 and is recovering from the events. The peritoneal effluent culture result was negative for growth on (B)(6) 2021, and the patient¿s antibiotics were continued. Per the pdrn, the patient resumed utilizing the same liberty select cycler as before the events. No follow-up cell count or peritoneal effluent fluid culture has been collected.